Event description:
It was reported that when an asymptomatic presented in clinic for follow-up the device exhibited post-paced t-wave oversensing on the ventricular channel. Programming changes were recommended and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the device was reprogrammed to address the post-paced t-wave oversensing. Patient condition is fine. The device remains implanted.